Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment for peritonitis was not reported. At the time of this report, the patient was recovering from the peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available.